Event description:
A hospital in the (B)(6) reported that five or six rt200 adult dual-heated breathing circuits each had a hole in the tubing. This was noticed prior to patient use.

Manufacturer narrative:
(B)(4). Method: six rt200 adult breathing circuits and a dryline was returned to fisher & paykel healthcare (fph) in (B)(4) for inspection. The returned devices were visually inspected for the reported holes. Results: visual inspection revealed that the returned dryline and the drylines of two of the returned rt200 adult breathing circuits each had a hole about 11.5cm away from the connector. No fault was found with the other four breathing circuits. A lot check revealed two other complaints of this nature for lot number 111215. Conclusion: it was identified that damage to the rt200 dryline tube could have been caused during the manufacturing process although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. Our user instructions that accompany the rt200 adult dual-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).